Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly the pump rebooted to a blank screen with audible tones. During the call, the pump rebooted with a call service alarm on the screen using a new lithium battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to with the appropriate audible and vibratory functions. The display screen was dim and discolored. The investigation was unable to duplicate the reported blank display issue. Unrelated to the display issue, the bolus button cover was missing and the button was inoperable due to the missing button mechanism.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.